Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited post-paced t-wave oversensing (pptwos) alerts. No intervention was reported. There were no patient consequences.